Event description:
The pt (australia) was implanted with two percutaneous leads from the same lot for purposes of a trial. It was reported the pt was receiving minimal therapy relief. A diagnostic test revealed invalid and low impedance measurements for several lead contacts efforts to address this matter via reprogramming proved unsuccessful. An x-ray revealed the pt's leads had migrated. The devices were subsequently explanted.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.